Manufacturer narrative:
Eval summary: visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. Damage to the underside locking profile was observed. The damage was likely from impingement between the insert trial and tibial template/headed pins during primary trailing in combination with impaction. The investigation concluded that this event is related to a trend of similar events where triathlon tibial insert trials fracture, fragment or crack when seating on the tibial templates due to interference with the headed pins fixating the template to the tibia. A design non-conformance was observed. A review of the device mfg history record indicates that the reported lot of devices was mfg and accepted into final stock with no reported discrepancies.

Event description:
It was reported that, "during trailing, resistance was noted in the placement of the tibial insert trial. Upon removal, a crack and deformity were noted."